Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. This report is for an unknown quantity of unknown screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date, explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is being filed after subsequent review of the following literature article: zheng, et al. (2017) translating computer-aided design and surgical planning into successful mandibular reconstruction using a vascularized iliac-crest flap. Journal of maxillofacial surgery, pp. 1-8. (B)(6). The purpose of the study was to evaluate a computer-aided approach to the reconstruction of mandibular defects using a vascularized iliac-crest flap. The study was completed from december 2015 to october 2016 and included a total of 14 patients (6 female, 8 male), aged 18-64 years (median aged of 29 years). All of the patients were treated using a synthes 2.0 mm mandibular locking plate system and an unknown quantity of unknown screws. The following complications were reported: one (1) patient presented post-operatively with a flap failure which required a revision surgery using free iliac-crest bone grafting. Two (2) patients presented with pain. Two (2) patients presented with sensory deficits in the distribution of the lateral femoral cutaneous nerve. This is report 2 of 2 for (B)(4). This report is for an unknown quantity of unknown screws (part #: unknown, lot #: unknown, qty. Unknown).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as...